Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported, left side "rippling, folds, discomfort, pain lumps. And when I press, the implant moves". Healthcare professional, later reported, a left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of lump/nodule, pain, wrinkling, crease/folding of implant, capsular contracture and device migration was received on january 22, 2025 with lot number 2724526. Based on the device analysis grid, the assessments of the complaint are: lump/nodule: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. Crease/folding of implant and wrinkling: observed creases on device. Capsular contracture: unable to observe as it is not related to the manufacturing process. Device migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "rippling, folds, discomfort, pain lumps and when I press the implant moves". Healthcare professional later reported a left side capsular contracture baker grade IV. Device has been explanted.